Manufacturer narrative:
This supplement report corrects date of submission is 02/09/2016, not 02/10/2016 and provides an update to manufacture date is 05/25/2006.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The internal channels of the device were examined using a boroscope and telescope and there was no sign of foreign material or substance observed. The device passed the leak test. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. At this time, the user facility has not yet scheduled a date for the in-service. The exact cause of the reported issue could not be conclusively determined. If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that the device tested positive for an unspecified microorganism (skin and hand flora) after it has been reprocessed in a non-olympus automated endoscope reprocessor (aer). There was no patient involvement or infection associated with this report.